Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: IV lipid tubing constantly beeping air in line, when inspected there was no air or bubbles in lipid tubing. Tried different pump and new tubing. Problem unable to be resolved so lipids shut off for the night shift. Medical service made aware and okay with patient not running lipids for 12 hours. No injury reported.